Event description:
It was reported that a spectrum pump had upper occlusion issue during heparin therapy at 18u/kg. It was stated that there was sudden sub-therapeutic lab draws. Heparin was running at 18u/kg and received heparin boluses. Nurse examined the pump more closely, turns out the dark blue clamp on tubing was clamped and given no upstream occlusion alarm. There was a concern that even though pump was running, the patient was either getting zero or below the set dose. Nurse did check another pump and had the same issue with alarm. They have looked at a current pump today and blue clamp is closed, the alarm is silenced one time and it no longer alarms even if still clamped. There were safety concerns in regards to IV pump appears to be running but patient may not be getting correct dose of medication or none of the medication, which could affect therapeutic levels for anticoagulation along with medications being titrated to maintain hemodynamics. No additional information is available.

Manufacturer narrative:
Catalogue #: a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.